Event description:
Laser technician reported a case of an incomplete flap, where the side cut was not completed. The surgeon elected to not lift the flap, and sent the patient home to heal and will evaluate the condition later. More information has been requested.

Manufacturer narrative:
No sample was returned for manufacturer evaluation. The system installation was successfully completed to specifications. Territory manager checked system, and confirmed alignment. A root cause for the reported event could not be determined conclusively. (B)(4).